Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Event description: ecn event description: during the procedure, the physician performed the first transseptal, crossed with the wire, and decided to perform a second transseptal. The physician exchanged for the catheter and began ablating when noticing a drop in pressure and effusion. The ablation was completed and the removed from the la as a pericardiocentesis was prepped and performed. Patient present at time of event?: yes patient complications: pericardial effusion in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: a perforation likely occurred during transseptal or during the ablation medical or surgical interventions: pericardiocentesis patient admitted to hospital beyond the standard of care: yes patient discharged from hospital?: no patient outcome: the issue is ongoing procedure number: pn-3059043 event date: 2026-3-2 as reported device codes: 2099: no known device problem as reported patient codes: 9221: pericardial effusion, 9213: perforation country of event: united states returned product expected: no related product upn #: m001491561 related product batch/lot: 0010019319 related product family: starter. Material number: m001491561.